Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient called stating she had a left knee replacement on (B)(6) 2012. She started experiencing discomfort and swelling a few months ago. Patient also stated she feels this is affecting her lower leg. Patient will like to know if her implant is part of a recall.